Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited mirror noise and far field r-wave (ffrw) oversensing. It was also reported that the rv lead exhibited short v-v intervals. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by the physician that there was no rv lead noise or malfunction. It was also reported that the right atrial (ra) lead was reprogrammed and remains in use.